Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set would not allow solution to flow during infusion. There was resistance pushing through clearlink sites on the set. The staff would feel the resistance or not be able to push. There was no report of patient injury or medical intervention associated with this event. No additional information is available.